Manufacturer narrative:
Sample material from the patient was requested for investigation but could not be provided. The investigation could not identify a product problem. The cause of the event could not be determined. The provided data strongly suggest that the positive test results of anti-hbc have been caused by the intravenous immunoglobulin treatment of the patient. There is no indication for malfunction of the elecsys assays or the cobas analyzers.

Manufacturer narrative:
This event occurred in (B)(6). Phone: (B)(6). The investigation is ongoing. (B)(6).

Event description:
The initial reporter received questionable false positive elecsys anti-hbc immunoassay results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). The expected anti-hbc result for the patient is non-reactive. On (B)(6) 2020, a sample from the patient was collected. Between 05-jun-2020 and 06-jun-2020, the patient was prescribed 70 g of octagam polyvalent. On (B)(6) 2020, the patient was vaccinated for influenza, hepatitis b, and pneumococcus. On (B)(6) 2020, the patient had a new blood sample collected. The customer performed testing on this sample and on the initial sample from 05-jun-2020. The questionable reactive result was reported outside the laboratory. On (B)(6) 2020, the patient had a new sample collected and testing was performed. This sample was tested on 11-jun-2020 for a-hbc igm on the e 601 module, anti-hbc on an abbott axsym analyzer, and hepatitis b pcr was performed on the patient. On (B)(6) 2020, the patient had a new blood sample collected and tested. This medwatch is for anti-hbc. Refer to the medwatch with patient identifier (B)(6) for the anti-hbs assay.